Event description:
Patient reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on anterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported right side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.